Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a power (no power) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).

Manufacturer narrative:
Follow-up #1: date of submission 10/23/2014. Device evaluation: the device has been returned and evaluated by product analysis on 10/06/2014 with the following findings:a review of the black box indicated that the pump lost power from 06/15/2014 to 06/17/2014. The battery voltage prior to the power loss was above the low battery warning and replace battery alarm thresholds. Visual inspection revealed that the battery compartment was cracked, but the battery cap was undamaged and was able to secure properly to the pump. A rewind, load, and prime sequence was performed with no issues occurring, and the pump was exercised for 24 hours with no power loss. The pump casing was opened and there was no damage found to the power circuit. The complaint could not be duplicated on investigation. Unrelated to the complaint, investigation revealed that the display screen was dim and discolored. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.